Manufacturer narrative:
Correction: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation of a temporal association between the liberty cycler and the patient experiencing hypotension requiring hospitalization. Additionally, there have been no reported allegations of a liberty cycle malfunction causally associated with the patient¿s hypotensive event. The possibility exists of an association between the patient receiving vancomycin and/or the patient¿s concomitant peritonitis infection and the patient¿s low blood pressure. Based on the information received, actual causality cannot be determined. Should additional information become available, this clinical investigation will be updated.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized due to hypotension on (B)(6) 2017. The cause of hypotension was unknown. The patient was not connected to fresenius products during the event of hypotension. On an unknown date the patient was discharged to a rehabilitation center. Additional information was solicited but was unavailable.